Event description:
It was reported that ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Troubleshooting has been exhausted and a pump replacement was sent.